Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was purchased on (B)(6) 1996 and was last repaired on 9/28/2012 for service and calibration. Evaluation of the device of the device observed the power switch to be recessed into the housing. Minor wear along the leading edge and ears of the head was also observed as well as the master blade was not flush with the control bar. The device operated at within specification; however, operation of the device could not be ceased since the power switch was recessed in such a way that the switch was engaged. Prior to repair, the device was outside calibration specifications at zero thickness setting on the left and right side and the side to side. At the 0.0100" thickness setting, the device was outside calibration specifications on the right side. In post-repair, corrosion of the exterior motor casing was observed, and the switch was observed to be bent and separated at the upper and lower casings. Known information and investigational findings support the cause of the customer's reported event to be improper handling, as excessive downward force upon the switch button likely caused the switch casings to separate. Improper handling was most likely the cause for the damaged switch, which most likely caused the reported malfunction. The customer's reported event of "low pressures" could not be reproduced. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer electric dermatome had an on/off switch malfunction and had low pressures. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.